Event description:
Customer reportedly obtained approx results of 16 mg/dl, 18 mg/dl, and 300 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.